Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failing intermittently. A field service engineer (fse) found that the pockets in half height (hh) drawer 4.1 were not detected on the bus. The fse replaced the faulty drawer board and checked and tested all pockets in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer keeps failing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.